Manufacturer narrative:
Additional information was received that the patient was admitted and underwent assessment of her motor symptom, off stimulation and off medication which revealed increase in eyelid apraxia, pain in the hip, and tightness in the left arm from the bicep down to the forearm. Medications and stimulation parameters were adjusted. Following this review, it has become apparent that the subject has some form of dystonia both in the off and the on state and the main aim of this assessment was to improve discomfort.

Event description:
A report was received that the dbs patient developed dystonic rigidity. The patient was admitted, treated with medication, and the device was reprogrammed. The patient was later discharged on (B)(6) 2018 and the event is recovering. The event was assessed as possibly related to the stimulation and not related to the procedure or device.

Event description:
A report was received that the dbs patient developed dystonic rigidity. The patient was admitted, treated with medication, and the device was reprogrammed. The patient was later discharged on (B)(6) 2018 and the event is recovering. The event was assessed as possibly related to the stimulation and not related to the procedure or device.

Manufacturer narrative:
Additional information was received that the patient continues to recover and no further information could be obtained.

Event description:
A report was received that the dbs patient developed dystonic rigidity. The patient was admitted, treated with medication, and the device was reprogrammed. The patient was later discharged on (B)(6) 2018 and the event is recovering. The event was assessed as possibly related to the stimulation and not related to the procedure or device.

Event description:
A report was received that the dbs patient developed dystonic rigidity. The patient was admitted, treated with medication, and the device was reprogrammed. The patient was later discharged on (B)(6) 2018 and the event is recovering. The event was assessed as possibly related to the stimulation and not related to the procedure or the device.